Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The certain® gold-tite® hexed screw (iunihg) was not returned. Since product hasn't been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. Documents reviewed: biomet 3i restorative products IFU (p-iis086gr) rev e - november 2015 information identified: warnings, precautions, potential adverse events. As per the applicable IFU, under section precautions, biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. No device lot number was provided so a device history record review could not be performed. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months and no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device was found. Complainant reported a screw fractured in the patient's mouth. The reported complaint could not be verified as no product was not returned and no pictorial evidence was provided by the customer. A root cause for this complaint could not be determined. H10: additional narrative h3 : device not returned to manufacturer.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the unknown abutment screw fractured.